Event description:
It was reported the patient never had therapeutic effect, and the patient experienced frequent urinary tract infections (uti). The patient currently had a uti and was being treated. The event or symptoms occurred following implant. It was also noted that stimulation could not be adjusted, but the upper limit had just been reached on the programmer. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-33, lot # v053081, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient.